Event description:
During a coronary stent procedure, deflation difficulties were encountered. The lesion was located in the pda and was not pre dilated. The physician successfully deployed a taxus express2 2.5 x 20 mm otw drug eluting stent in the pda. The maverick otw balloon was being used to post dilate the stent. The number of inflations and to what atms is unknown. The physician had no issues with delivering, inflating/deflating or removal from the stent. However, when they went to remove from the balloon catheter from the touhy it was evident that the balloon had not fully deflated. The entire system was removed without incident. No patient injuries or complications were reported. Patient status is listed as "okay".